Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during their automated peritoneal dialysis therapy. Per initial report, the home pt did not clamp off the unused supply lines of their homechoice set. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was assoicated with this incident per the home pt's nurse.